Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the customer has experienced high bg levels (approx 400). The customer then treated himself with multiple correction boluses that he calculated without using the pump. He then went into insulin shock and the paramedics were called.